Event description:
Medwatch report# (B)(4). Reported issue: several attempts were made to insert an orogastric tube. Upon trying to reinsert again, primary rn noticed that the minute volume alarm started to sound off. Rt filled ett balloon several times and the balloon appeared to have a slow leak requiring it to be refilled several minutes later. Rt remained at bedside while attempts to call trauma were made. The call scheduler and operator kept calling pa# 1 instead of pa# 2 who was present in our ICU c when the code blue was called due to the inability to get a call back. The code was called at 0200 and cancelled at 0201 as pa# 2 was present in the room within a minute. Anesthesia was called and the ett was switched out without incident and anesthesia also inserted a 18fr salem sump ogt at this time as well. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.